Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer had unexplained lbgs at work. The md believes that the cause of the event may have been the pump. It was indicated that the reservoir was placed correctly. The programming and histories were accurate. Troubleshooting was performed and the pump is operating as designed, in addition, the pump was replaced due to md's request.